Event description:
Chronic recurring dislocations of implanted right hip prosthesis. The femoral head was surgically removed and the polyethylene was found to be worn laterally on the lip of the acetabulum. There appeared to be impingement anteriorally, and wear posteriorally from dislocation. The hip prosthesis was revised with replacement of the head and acetabular polyethelene.